Event description:
It was reported that a pericardial effusion, a cardiac tamponade and skin burn at chest level had occurred. During a transseptal puncture for percutaneous mitral commissure difficult transseptal puncture (complex anatomy). It was not possible to puncture with a non-boston scientific (brk-1 sheath). Thus, a nrg transseptal needle was used. A non-boston scientific flat patch at the right calf (skintact). Impossibility of crossing the septum despite several radiofrequency shots. Then, an observation of pericardial effusion. When removing the surgical field, smell of burning - v1 electrodes burnt. Electric arc between transseptal needle and electrode was questioned. A cardiac tamponade and skin burn at chest level were also noted as patients condition. Therefore, a surgical intervention for drainage of pericardial effusion was performed and also a vital prognosis engaged. The procedure outcome is unknown. The product return status is unknown.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Due to further information, the fields b5 (describe event or problem) was updated. It was confirmed that the complaints related to the mdrs #2124215-2023-59778 and 2124215-2023-59779 are duplicate from this MDR # 2124215-2023-57266. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a pericardial effusion, a cardiac tamponade and skin burn at chest level had occurred. During a transseptal puncture for percutaneous mitral commissure difficult transseptal puncture (complex anatomy). It was not possible to puncture with a non-boston scientific (brk-1 sheath). Thus, a nrg transseptal needle was used. A non-boston scientific flat patch at the right calf (skintact). Impossibility of crossing the septum despite several radiofrequency shots. Then, an observation of pericardial effusion. When removing the surgical field, smell of burning - v1 electrodes burnt. Electric arc between transseptal needle and electrode questioned. A cardiac tamponade and skin burn at chest level were also noted as patients condition. Therefore, a surgical intervention for drainage of pericardial effusion was performed and also a vital prognosis engaged. The procedure outcome is unknown. The product return status is unknown. It was further confirmed on (B)(6) 2023 that the complaints related to the mdrs #2124215-2023-59778 and 2124215-2023-59779 are duplicate from this MDR # 2124215-2023-57266. Also, it was informed later on that multiple applications of radio frequency energy (around ten), in both continue and pulse modes were done. A non-boston scientific sheath (abbott) and generator (treatment files provided) were kept but not the nrg needle.